Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical nit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical nit (iesu) for failure analysis investigation. The unit was analyzed and remotefe showed (25913 c-34 errors 3/10/2025.) Visual inspection:(scratches near monopolar 1/2 ports.) (C-34/c-37 errors on start and c-38/m-11 errors during mono coag activation) erbe unit that was placed on golden system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure the erbe generator is faulting with error c-34. The customer called from off site to get service request open. The clinical sales associate (csa) is in route to hospital to assist with bringing tower from another system into the room. Convert to another davinci. Csa requested field service engineer call as soon as possible to discuss service. Surgeon is continuing with procedure robotically. The procedure was converted to another da vinci system with no indication of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the customer was fortunate that another robot room was open. They were able to roll the other vision cart in, restart the system and continue with the case. No other problems occurred, and the case was finished robotically.